Manufacturer narrative:
Device evaluated by MFR. The failed unit has not been received. Yet. As soon as the unit is returned, it will be forwarded to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.